Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display despite battery changes. The blood glucose reading was 128 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power or excessive no delivery alarm tests due to the blank display. The pump was received without a battery cap. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.